Manufacturer narrative:
The sample has not yet been received from the facility for eval. Without the sample a thorough eval could not be performed. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot number. All available info has been provided to the actual MFR for eval. If the sample is received, as reported, and any pertinent info becomes available, a f/u report will be filed.

Event description:
As reported on the medwatch form #(B)(4): event description: the nurse inserted the peripheral intravenous catheter (piv) into the pt and the rn then removed the stylet. The stylet is a safety stylet that when removed from the catheter should cover the end of the needle to prevent needle sticks. The rn did not see the tip of the needle get covered. The safety device on the end of the used IV needle malfunctioned and when the rn picked it up to place it in the sharps bin, she was stuck in her left index finger." All appropriate staff f/u was completed. See scanned page. Device safety usage problem: device malfunction - that is the device did not do what it was intended to do. Add'l info provided by the facility indicated the safety clip did not cover the tip of the needle when the rn laid it down. She reported a sharps container was in the room but not nearby. The nurse and the pt received all the facility's protocol bloodwork testing. The test results were not known by the reporter. The sample will be returned for eval, after it is processed by the facility.